Event description:
The account reported that during a colonoscopy to remove multiple arterivenous malformations (avms) with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (p.n.: 10140-000)], a pt's colon wall was perforated [note: multiple avms were successfully treated in an upper g.I. (Egd) prior to the colonoscopy.}. The mode was pulsed argon at effect 1 with 20 watts for treating the avms in the cecum. No problems were evident with the pt after the procedures. However, the pt returned the next day and a perforation was discovered which required surgery to repair the bowel. The pt then developed peritionitis.